Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter according to the reporter, during the gallbladder removal on a laparoscopic cholecystectomy, all the clips used were exhausted. A new clip was then opened and a tested was performed before use however the clip was too narrow during clipping loading. Another device was used. There was no patient injury.